Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-jun-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had auto reboot issue along with keyboard malfunction that affecting patient care. A field service engineer replaced the power supply on the station to remedy the matter of the system rebooting and also replaced the keyboard to resolve the issue and verified functionality and concerns with the stations tower doors, which had been all having moments of failure and recovery and customer cleaned up the contacts on all eight door latches and applied contact. Grease to these points to resolve the issue. The system functioned as intended after troubleshot by the field service engineer.

Event description:
It was reported by the customer that in bd pyxis¿ medstation¿ es some keys did not respond and patient care got affected. There were no adverse events or injuries reported based on this incident.